Manufacturer narrative:
Product analysis: visual inspection confirmed the lower threaded portion of the break off screw was returned. Microscopic examination of the set screw identified thread flank and crest damage that is initiated from the start of the thread and at the top of the thread. This type of damage is consistent with overloading during the attempted screw implantation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent pedicle screw internal fixation and bone graft fusion due to lumbar spondylolisthesis. In tra-op, the set screw broke. The implant came in contact with the patient. No fragment of the broken implant remained inside the patient. There were no patient complications as a result of this event.